Event description:
The patient experienced a shocking/jolting sensation following a nuclear stress test. It was noted that the patient did follow up with their physician. Further information was requested.

Event description:
Reporter alleged that the inform meter had signs of burning and melting in the connector area. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.